Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was found unresponsive with the pump off. Log files were submitted for review and captured a series of pump stops beginning at 4:32 am on (B)(6) 2024. Prior to the pump stops, the log captured numerous no external power alarms that may have been indicative of a loss of external power to the system controller, it appeared that the patient had been sleeping on battery power. The log files also captured numerous low flow events which occurred at times when pulsatility index (pi) was elevated. The patient was unresponsive with an unknown down time.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump stop and low flow alarms was confirmed via the submitted log files. The pump stop was determined to be due to the backup battery becoming depleted, the root cause for the low flow alarm could not be conclusively determined through this evaluation. The submitted controller event log file contained approximately 150 minutes of data ((B)(6)2024 04:04:14-04:32:18, (B)(6)2000 00:00:00-01:59:54). A no external power alarm was active from the beginning of the log file and the backup battery was in use. At 04:32:13 the pump stopped indicating that the backup battery was depleted to the point that it could no longer support the pump. The system controller remained on until 04:32:18 when the backup battery became fully depleted. The controller was powered back on an unknown amount of time later and the pump restarted without issue. Additionally, low flow alarms were captured through (B)(6)2024. No other notable events were captured, and the pump appeared to function as intended. Provided information indicated that the patient was found unresponsive and remained unresponsive on the day of the event; it is unknown how long the pump was off for. Multiple attempts were made to obtain additional information regarding the reported events including the patient¿s current status. To date no further information has been provided and no further events have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. The patient handbook and IFU also provide information regarding events that may cause the pump to stop and how to prevent pump stops from occurring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.